Event description:
Information received a smiths medical cadd-solis vip pump alarmed air in line and does not resolve. No patient adverse events reported.

Manufacturer narrative:
One cadd®-solis vip pump was returned for analysis. Upon visual inspection the pump's tamper seal was missing and the lens was damaged. The event history log revealed "cannot start pump" alarms. A sensor check was done; duplicating the complaint. Based on the evidence the complaint was confirmed but the root cause is unknown. However, it was thought that supply might have been the cause of the reported problem.